Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to deliver a shock. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported the device was used on a patient during a code blue.

Manufacturer narrative:
Patient statement updated. Changed to a non adverse event - no patient involved.

Event description:
It was later confirmed that there was actually no patient involvement. The customer was concerned about the functionality of the device in case of a code blue.